Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure the stent was lost in the coronary aftery trying to cross another stent. The stent struts caught up in the previously implanted stent. The pt was sent for elective single vessel by-pass surgery. Reportedly the pt remained stable and was stable post procedure.